Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege began having pain and stiffness in his right hip area, which over time became progressively worse. It is further alleged that the patient's surgeon has already advised him that he is presently in need of surgery to remove and replace his hip replacement.